Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support and was unable to reproduce the error. However the flow sensors, advanced breathing system and sensor interface board were recommended for replacement. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 09/28/17 phone call, 09/29/17 phone call, 10/02/17 phone call.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate. The patient was switched to manual mode. There was no report of patient injury.